Manufacturer narrative:
Exact date is unknown. The device was received and evaluated at the service center. The complaint was not confirmed since the motor was not found to be jammed. However a short circuit was found in the motor cable, therefore the motor cable was replaced. Given the information provided, we cannot discern what caused the short circuit in the motor cable. Furthermore, since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/01/2017 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed. There was patient involvement but no impact to the patient. The issue was found post-operatively. The outcome of the event was that the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. This is report 1 of 1 for (B)(4).